Manufacturer narrative:
The investigation for the reported pump did not start issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the pump not starting was a damaged guidewire. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. During implantation, the pump failed to start. Another pump was successfully implanted with no reported harm or injury to the patient.